Manufacturer narrative:
Abutment screw fractured in the dental implant. Fragment could not be retrieved. Implant needed to be removed. No new implant was placed. Torsion fracture was the cause of the fractured screw (overloading) removal of the implant was collateral as the broken screw fragment could not be removed.

Event description:
Abutment screw broke inside the dental implant during insertion of the abutment.